Event description:
It was reported that during testing conducted at the user facility the foot was bent on the duraguard. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
During the device evaluation, the event of the bent duraguard was confirmed, and excessive side load was identified as a potential cause of the reported event. Since this product is not a repairable item, it was disposed of by the manufacturer facility and not returned to the healthcare facility.